Event description:
The customer stated that error 002 in task 40 occurred on one amphetamine assay on the axsym analyzer and locked the analyzer. The customer unplugged the power cord, checked the breakers, plugged the power cord back in, and successfully reinstalled sys software version 5.1. The customer observed that the issue occurred after altering the amphetamine assay cutoff levels. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.